Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 04/15/2025 section h3: device evaluated by manufacturer: yes, device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number on tyvek lid. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported event cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section e1 telephone number: (B)(6) section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris/fiber on the patient interface. The customer did not know if it was discovered prior or after patient contact therefore, conservatively reporting. No additional information was provided. This report is 1 of 2 reported.